Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. The pump was explanted on (B)(6) 2011. There was no complaint against the pump. The event date was listed as (B)(6) 2017 (although no event was reported). The drug being delivered and the indication for use were not reported. There were no further complications reported/anticipated. The patient was not in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The reason for the pump explant was provided as the patient was not compliant to the medical contract required for the pump. The hcp was unable to find the patient's weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction- drug information should have been included in the previous regulatory report. Interrogation of the pump found that the drug being delivered was 5 mg/ml hydromorphone at 3.9967 mg/day. If information is provided in the future, a supplemental report will be issued.